Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility the saw was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed, if additional info is receiving and requires reporting.